Manufacturer narrative:
The affected device was examined on-site by dräger service and a power supply failure was identified as root cause of the reported event. In case of a power supply failure, the ventilation stops due to interrupted internal supply voltages. The airway system opens to allow the patient to breathe spontaneously. Furthermore, an acoustical alarm is generated for at least two minutes in order to alert the user of the situation. In the current event, the device alarmed the failure as specified. Replacing the power supply unit is the correct remedy measure. A replacement power supply unit has been ordered via dräger service and will be replaced at the customer¿s site. After replacement, the device is tested in accordance with the manufacturer's specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device shut down during operation. As reported, the power supply was available. No patient health consequences were reported.